Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap. The buttons on the keypad showed no hypersensitivity or intermittent responses. A suspend/resume function was performed multiple times with no issues duplicated. The pump was exercised for 24 hours with no suspend, pump reboots, loss of power, or call service alarms duplicated. The pump cover was removed and no evidence of moisture or loose components were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.